Event description:
Reporter stated that they were unable to communicate with a patient's implanted generator at a routine follow-up visit. Patient reported not sensing stimulation which was concurrent with an increase in seizure activity. Standard troubleshooting protocol for communication problems was performed and communication was unsuccessful. Battery life calculations show that the generator should not be at end of service. Revision surgery was performed in which the vns generator was replaced. Attempts to obtain the explanted generator from the hospital have been unsuccessful. The new vns system is functioning properly and the patient has regained seizure control.